Manufacturer narrative:
The manufacturer received information alleging the positive flow verify test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated at the manufacturer service center. During the evaluation it was noted that there was a calibration of the device that had caused this particular test case to fail on the device. In conclusion, the device was recalibrated to address the issue. The device was retested and had failed the repair testing on the device. The device was re-evaluated, but the failed test could not be confirmed on the device. There were no repairs to the device, and there were no parts replaced for this issue. The device passed all final testing.

Event description:
The manufacturer received information alleging the positive flow verify test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated at the manufacturer service center. During the evaluation it was noted that there was a calibration of the device that had caused this particular test case to fail on the device. In conclusion, the device was recalibrated to address the issue. The device was retested and had failed the repair testing on the device. Philips is currently investigating this complaint. The device is still being evaluated by the manufacturer service center and is currently awaiting evaluation. A supplemental report will be submitted as due.